Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) it was reported that impedances were checked and the #10 electrode showed as open, but all other impedances were within normal limits. Programming was satisfactory and didn't need to be adjusted. No symptoms or further complications were reported.